Event description:
It was reported that a patient using the ilet experienced hyperglycemia with fingerstick readings of 285 mg/dl trending upward overnight and 299 mg/dl after an infusion site change; the contact detach steel infusion set with lot 6013996 was changed and insulin delivery was resumed with guidance. Symptoms included hyperglycemia. Outcomes included no hospitalization and no device alarms. Investigation included telephone troubleshooting and education that led to an infusion site replacement and monitoring for downward glucose trend. Investigation of this case revealed that the hyperglycemia occurred with an unclear cause, and the device functioned without alarms, with resolution steps focused on infusion site integrity and continued observation. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.